Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary reporting.

Event description:
Ii was reported that patient had infection at tooth site # 8. Clinician extracted #8 added bone and membrane on (B)(6) 2019. Placed the implant on (B)(6) 2019. Patient has swelling above implant on (B)(6) 2019. Patient came in on 11-26-19 for an evaluation of the area. Patient had no bone on the facial of the implant. Had to remove it at this time and add more bone and another membrane. Patient to return for future implant re placement. As a result of the event no injury to the patient was reported. Symptoms as a result of the event: infection, swelling, no bone on the facial of the implant.